Event description:
Boston scientific received information that this right atrial lead was dislodged and exhibited loss of capture several years before. Additional information was received from the field representative that the following physician at the time reprogrammed the device to vvi mode. During the generator change, fluoroscopy was performed and noted dislodgement. This ra lead was explanted and replaced. No additional adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.